Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing of noise and high pacing thresholds. No pacing inhibition was reported. A revision procedure was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.